Event description:
During surgery, the inner blade broke at the flex cut. The surgeon observeda foreign object possibly a fragment, flying from the blade. The surgeon was not sure where the foreign object went and had an x-ray performed on the knee. No metal fragment was observed in the joint.